Manufacturer narrative:
The reported event of insulation damage was confirmed. The reported event of low lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination of the lead did not find any anomalies inside the connector or helix regions. Visual inspection found the outer insulation cut at the proximal region of the lead. The cause of the reported event of insulation damage is consistent with procedural damage. Visual and x-ray inspections of the lead did not find any other anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found.

Event description:
It was reported that during implant procedure, patient's right ventricular (rv) lead was not able to be positioned. Insulation damage and low impedance was also noted on the lead. The lead was not installed and the procedure was completed using an alternate lead on 1 sep 2024. The patient was stable.